Manufacturer narrative:
This issue was addressed in customer (B)(4) issued on (B)(4) 2011. Immucor has made adjustments within our current validated process to the manufacture of the indicator red blood cells. The new process began with lot 228152.

Event description:
Customer reported unexpected (B)(6) results when testing sample with capture (B)(6) indicator red cells. He states they got weak (B)(6) reaction with (B)(6) testing when testing with (B)(6) indicator cells, lot 228151. Quantitative testing performed on the sample resulted (B)(6).